Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer's blood glucose level was 284 mg/dl with trace ketones and it was addressed with manual injections. It was confirmed that the customer had a backup method of insulin delivery.

Manufacturer narrative:
(B)(4). The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.